Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's mother was inserting new cartridge when plunger fell out and got stuck on piston rod. Plunger fell out of a unused cartridge by itself and caller alleged defect with cartridge. Because the plunger fell out by itself, insulin spilled into pump and plunger also got stuck on piston rod. No adverse event reported. A request was made for the return of the device, replacement sent.